Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that a patient experienced endophthalmitis in the operated eye noted post-operative checkup. Additional information has been requested but not yet received.

Manufacturer narrative:
DHR review did not show any abnormalities. No remarks during production and no quality remarks. No complaint sample was received for further investigation. Inconclusive ¿ insufficient product or product data. DHR and sterilization batch review did not show any abnormalities. No sample is available. No exact root cause could be identified. Based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. No root cause could be identified. No further actions will be taken. The manufacturer internal reference number is: (B)(4).